Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus the monitor¿s serial digital interface (sdi) connection ports 1 and 2 were broken. It was not specified during what type of device usage the event occurred. There was no reported patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation ,sdi ports 1 and 2 were broken which caused damage on video output connection. However, a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.